Event description:
The account stated that all brake casters were not holding. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake casters on the device were worn due to age and wear and tear associated with regular use. The brake casters on the device were installed in 2008 with no record of any replacement or malfunction. The technician a search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed yearly from 2008 to 2014. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.